Event description:
A patient was reported to have passed away in 2009. The patient was wearing the device at time of death and the death was cardiac related.

Manufacturer narrative:
Device manufacture date: monitor - 11/2008, electrode belt - 05/2009. Device evaluation: the equipment has not been returned to lifecor, but has been download. Please see attached event analysis and strips. Conclusions: the device properly detected and alarmed for asystole, which occurred about one minute after the onset of complete heart block. See scanned pages.